Event description:
It was reported that the patient had a suspected infection. It was noted that the patient experienced severe pain, burning sensation, numbness and felt like the spinal cord stimulation (scs) led to complete immobility. The physician was uncertain of the cause and ordered a thoracic magnetic resonance imaging (MRI).